Event description:
Gi bleed requiring 3 or more units of blood status post (s/p) heartmate 3 lvad implant mid-(B)(6) 2018. Patient had gi bleeding in the setting of lvad and supratherapeutic inr. The heartmate 3 lvad is currently implanted in the patient and working properly.